Event description:
Complainant alleged that during a routine shift check by a clinician the device would not charge and displayed message code "status 110". The complainant indicated that there was no pt involvement in the reported faiilure.